Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Jamshidi bone marrow biopsy needle lot 001194424 - a piece of metal spiral shaving was left inside patient when jamshidi was removed. It came out of hallow needle. The customer reported on 29oct2019, I am including dr. (B)(6) in the email. He is the provider that performed the procedure. Patient was referred by md to have an x-ray done. No additional med procedures at this time. Unknown if any of the metal shavings remained. One removed with sample and placed in separate formalin cup. Still have all equipment. All equipment kept. The customer reported on 29oct2019, x-ray of pelvis on (B)(6) 2019, results: normal evaluation of the pelvis. No retained metallic fragments.

Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation. Fifty seven samples were received for evaluation. Sample evaluation confirmed the reported failure mode. A metal shaving was returned with the needle. When the needle was evaluated no additional debris was found. A sample of the retained samples was taken. No debris was observed in these needles. A device history record review of all applicable manufacturing records for lot 0001194424 did not identify any issues that may have contributed to the reported failure mode. It is most probable that the washing process did not properly clean the needle of all debris. All applicable manufacturing and quality associates will receive awareness training regarding this complaint failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacture narrative.

Event description:
Jamshidi bone marrow biopsy needle lot 001194424 - a piece of metal spiral shaving was left inside patient when jamshidi was removed. It came out of hallow needle. The customer reported on (B)(6) 2019, I am including dr. Godwin in the email. He is the provider that performed the procedure. Patient was referred by md to have an x-ray done. No additional med procedures at this time. Unknown if any of the metal shavings remained. One removed with sample and placed in separate formalin cup. Still have all equipment. All equipment kept. The customer reported on (B)(6) 2019, x-ray of pelvis on (B)(6) 2019, results: normal evaluation of the pelvis. No retained metallic fragments.